Manufacturer narrative:
No product impact is known to date. A review of logs show that initial positive result is associated with potential kit handling issue or kit contamination.

Event description:
On (B)(6) 2022, a customer called hologic technical support (ts) to report discrepant results while using the aptima sars-cov-2 assay lot 318345. Customer indicated that they noticed aptima sars-cov-2 run from (B)(6) resulted a higher positivity rate of 13.1% after the panther instrument sn (B)(4) was serviced. Customer took the 25 positive samples from panther instrument sn (B)(4), (B)(6) and re-analyzed them on a different panther instrument sn (B)(4). Customer confirmed that the same sample was used for the rerun on a different instrument, and it was not a different aliquot. The initial results have been reported out. Retest of the 25 positive results from (B)(6) was not provided by the customer to hologic. Customer did not notify hologic of any amended results or any patient treatment. As of (B)(6) 2022, customer notified that they have not observed any further issues related with this issue with their runs. No product impact is known to date. A review of logs show that initial positive result is associated with potential kit handling issue or kit contamination.